Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging imaging and challenging patient anatomy. The reported poor image resolution was due to heart orientation for a triclip procedure. Tricuspid valve regurgitation was a cascading effect of the slda. The patient effect of tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4641 was removed, and code 4624 was added.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 tricuspid regurgitation (tr), multi segmented 2 anterior, 2 posterior, large gap of 8+ mm, tethered septal leaflet, and poor imaging due to heart orientation for a triclip procedure. During the procedure, first triclip was implanted on the anterior and septal leaflet and it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the anterior leaflet. Second triclip was implanted on the septal and anterior leaflet and it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the septal leaflet. Per the physician, slda was due to poor imaging and also stated multiple segments complicated the grasp. Patient underwent tricuspid valve replacement surgery the day after the triclip procedure. There were no adverse patient effects or clinically significant delays reported. The final tr was grade 5.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 tricuspid regurgitation (tr), multi segmented 2 anterior, 2 posterior, large gap of 8+ mm, tethered septal leaflet, and poor imaging due to heart orientation for a triclip procedure. During the procedure, first triclip was implanted on the anterior and septal leaflet and it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the anterior leaflet. Second triclip was implanted on the septal and anterior leaflet and it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the septal leaflet. Per the physician, slda was due to poor imaging and also stated multiple segments complicated the grasp. There were no adverse patient effects or clinically significant delays reported. Additional triclip was implanted to stabilize the slda clip. The final tr was grade 5.